Event description:
It was reported that when the patient presented to the clinic, the right ventricular (rv) was found to be sensing and pacing the atrium. The lead parameters were normal. The patient was asymptomatic. Fluoroscopy confirmed the rv lead had pulled back into the atrium. The rv lead was explanted and replaced without complication.